Event description:
It was reported that a device had a keypad anomaly. The customer reported that when the drug library is accessed the letter "p" is present in everything and is unable to removed. There was no pt injury.

Manufacturer narrative:
MFR ref no: (B)(4). Baxter received and evaluated the device. The eval confirmed that the following keys are inoperable: #5, #6, #7, #8 and #9 key caused by a failed keypad. When attempting to navigate through care area/drug selection, and attempting to input desired parameters the following was observed: when any of the remaining functional keys are pressed an automatic output of the #6 key will occur following the selected key's function (e.g. Numerically: when the #1 key is pressed, 16 will be displayed, alphabetically: when the "abc" key is pressed, ap will be displayed interfering with the mdl drug searching opportunities). The failed keypad will be replaced. Baxter has initiated a CAPA to further investigate the reported event.